Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed potassium (k) result was obtained on a dimension vista 1500 system. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data. Quality control samples were in range and no issues were noted with other patient samples. No system or assay non-conformance was identified by the investigation. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed potassium (k) result was obtained on a patient serum sample on a dimension vista 1500 system. The result was reported to the physician(s) who questioned the result. The patient's sample was reprocessed and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed potassium result.